Event description:
On (B)(6) 2022, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was discharged from titration on (B)(6) 2022 and experienced an extended abdomen and a "mucky" stoma site. Patient was referred to have a gp assess the stoma and to get a culture test. On (B)(6) 2022, the patient passed the j-tube and a small amount of blood and experienced pain. The patient was examined by a gp and a CT scan of the abdomen was performed; the results are unknown. The patient was advised to begin oral emergency medication. The patient's spouse reported on (B)(6) 2022, that the patient was diagnosed with a stoma site infection and was prescribed the oral antibiotic clarithromycin for 7 days. The patient had taken 2 days of the antibiotic but the "infection is getting worse and the stoma site is getting more painful." The patient's spouse reported speaking with another gp who will prescribe a different, unknown antibiotic. It was reported that a culture of the stoma site was not taken and that the patient's legs are becoming swollen and red and has an extended abdomen. The patient's spouse was advised to speak with a gp. There has been no report regarding a j-tube replacement.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.